Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a blood glucose of 15 mmol/l with increased thirst and urination related to the pump¿s auto off feature functioning prior to the 15 hours that the feature was set to. The pump review found that the pump emitted an auto off alarm at 10:51 on (B)(6) 2014, despite a bolus being recorded at 07:15 on (B)(6) 2014. This report is made based on the allegation that the patient experienced hyperglycemia associated with an alleged issue with the pump auto off feature.

Manufacturer narrative:
Follow-up #1: date of submission 04/28/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/11/2014 with the following findings: the pump auto off feature was found to be turned off. The pump history showed that the auto off feature was set to 12 hours and then was changed to 15 hours after the last recorded auto off alarm in the pump. During testing a bolus was performed with the auto off set to a duration of 15 hours and the no buttons were pressed for 15 hours; at 15 hours, the pump gave the appropriate alerts. There were no premature auto off alarms during testing. Unrelated to the complaint, the display screen as observed to be dim and discolored.